Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit passed sleep current measurement, active current measurement and displacement test. Unit received pump error 25 confirmed in pump history file due to j6 connector resistance issue.

Event description:
Information received by medtronic indicated that the insulin pump alarmed power error detected. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. The power error detected recurred within a week of previous troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.